Event description:
Philips received a complaint by the customer on the v60 indicating that one of the casters is broken and is falling off the stand. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer thinks it could be the base assembly. The rse provided parts ID for the base assembly for repair. After further troubleshooting, the customer was able to work the spring insert back into its original position and tighten the caster properly to resolve the reported issue. No parts were replaced. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.